Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult to remove (anatomy) was unable to be determined. The reported tissue injury was a cascading event of the reported difficult to remove (anatomy). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported delay to treatment/ therapy was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+, dense chordae, and a mean pressure gradient of 1mmhg. Two clips were inserted and successfully implanted. It was noted the gradient increased to roughly 4mmhg. To further reduce mr, an ntw clip was inserted, and grasping was performed. However, after the leaflets were grasped, the gradient increased to 8mmhg. Therefore, the physician decided to remove the clip, and the procedure was discontinued. It was noted the gradient returned to baseline of roughly 4mmhg after the clip was removed. It was observed when the clip was removed, the clip caused a new flail. Mr reduced to a grade of 3+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.